Manufacturer narrative:
(B)(4). Results: (restenosis).

Event description:
During index procedure, 1 complete se peripheral stent was successfully implanted in the mid left sfa. Approx 12 months post index procedure, restenosis of the left sfa was reported. Clinically driven tvr/tlr was performed. Investigator reported a definite relationship between the device and the event. The pt recovered with treatment. Complete se sfa is a pre-market device, but is similar to complete se biliary/iliac which is approved in the us.